Event description:
While inserting left radial arterial line, successfully punctured artery with 20 ga long arrow catheter, great flow from catheter, unable to pass wire. Attempted different arrow wire, unable to advance. Remaining with good arterial flow through catheter, attempted micropuncture wire, unable to pass/advance. When withdrawing wire after unable to pass, wire stuck in patient. Released with another pull. Wire intact but frayed/knotted on end. Ultrasound of radial artery clear, showing no hematoma.